Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor (B)(4). Electrode belt (B)(4): 03/2010. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of eleven shocks while in the hospital. Motion artifact contributed to the false detection. The patient was reportedly conscious at the time of the event and reportedly did not press the response buttons until after the shocks. Review of the patient's downloaded data confirms the response buttons were pressed after the third, fourth, fifth, seventh, and tenth shocks. The use of the response buttons appropriately delayed the subsequent shocks which occurred approximately 1 minute after the response buttons were released. As the device was still detecting an arrhythmia and the response buttons were not used prior to the shocks, the patient still received the defibrillations. The response buttons and device functioned appropriately. The patient remained in the hospital and continued use of the lifevest.